Event description:
It was reported by a customer in the USA that, during patient use, the ht70 ventilator experienced a low pressure error. The device was unable to properly ventilate a (B)(6) year-old female patient, who was diagnosed with traumatic head injury. She was required to be manually ventilated, and transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated the returned fio2 blender. Investigation determined that having the mixer attached to the ventilator, without any o2 supply, recreated all of the complaint symptoms. The reported customer complaint was verified. (B)(4).

Manufacturer narrative:
The returned unit was run with the air flow both on and off. The reported malfunction could not be duplicated. The unit was allowed to run for several days. There were no error messages, and the unit operated according to manufacturing specifications. (B)(4).

Manufacturer narrative:
The customer informed that the ht70 ventilator will be sent to covidien for evaluation and repair. It has not yet been received. Covidien reference # (B)(4).